Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device had stuck triggers and general wear of components. During service and evaluation, it was observed that the trigger was blocked and jammed. It was noted that the reverse system was blocked. It was further noted that the device was generated by poor equipment lubrication, the steps in the screw deteriorated the external casing that prevent proper armed equipment and lost the inscrutability of the piece, and there was general wear of some of the essential components for proper operation. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, marking and labeling, reverse locking mechanism assessment, air leak assessment, function of the soft mode switch, function of the triggers for forward /reverse mode, untrue running, and excessive noise. It was not reported if the event occurred during a surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.